Manufacturer narrative:
No patient information was provided. A review of tickets was performed for reagent lot number 37968un21. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity c creatinine reagent lot number 37968un21 was identified.

Event description:
The customer identified falsely elevated alinity c creatinine results for one patient. The following information was provided: (B)(6) 2021 initial result 8 mg / dl, repeated 0.52 mg each / dl. No impact to patient management was reported.